Event description:
This rv lead was implanted on (B)(6) 2017 and was explanted on (B)(6) 2018. In a form scanned by medical records on (B)(6) 2018 it was noted that the lead was explanted due to infection. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).